Event description:
It was reported that a depuy mitek vapr device was used during a shoulder procedure. An employee from medical resources network stated that a pt was burned on the medial arm by the irrigant coming from the outflow tubing.